Event description:
The customer reported to inogen, that the unit blew up while they were smoking a cigarette. As a result, the patient was admitted to the ICU. In turn, the patient was advised by the caretake not to smoke while using or near the unit.

Manufacturer narrative:
The device was returned and the evaluation found the device exhibited high column pressure and low sieve life, which indicates moisture in column. The unit was ran for 24 hours, and no errors were found. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.